Event description:
It was reported that during replacement procedure of the implantable pacemaker due to normal battery depletion, this right ventricular (rv) lead exhibited failure to capture when tested in the new pacemaker. As a result, this lead was surgically abandoned and another lead was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to be returned as it was abandoned and remains out of service-implanted.